Event description:
Ous MDR - on (B)(6) 2018 the patient went in for a follow-up. It was noted that eos was triggered on (B)(6) 2017. There is no mention of any intervention.

Manufacturer narrative:
The ICD is not currently available for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data amount to a picture of pages 1 and 2 of the follow-up from november 19, 2018 at 10:35 am. The data confirmed that the ICD activated the eos status on december 12, 2017. No further information regarding the activation of the eos status was provided by the available data. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing process. The analysis of the returned device data confirmed the clinical observation. However, for a root cause investigation an analysis of the ICD itself would be required. Should the ICD become available for analysis, this investigation will be accordingly updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for about 37 months and 168 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis revealed that two automatic capacitor reformations were performed by the device on october 23, 2017 at 00:00 am and 00:08 am respectively, more than two months earlier than expected. From this date, an automatic capacitor reformation was performed every day by the device until december 12, 2017 at 00:08 am, when the charging cycle was aborted by the detection of the eos battery status. The amount of charge taken from the battery was verified and the battery status eos was anticipated. Further inspection of the data documented an invalid memory content in a specific memory area affecting the execution of certain routines, in particular the one controlling the automatic capacitor reformations, thus leading to the documented daily charging cycles. However, the affected memory area does not influence the ability of the device to deliver therapy. All other available parameters were normal and as expected. The root cause of the invalid memory content was not determinable based on the available information. However, external influences, such as strong electromagnetic fields or ion radiation, could be taken into consideration. At a next step, the damaged memory content was corrected and the eos status removed using a technical programmer. The device subsequently showed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a full energy defibrillation shock. However, the charging was aborted due to the reactivation of the eos status as a result of the battery depletion. The device was subsequently monitored for several days under different temperature environments and the clinical observation was not reproducible. The ICD behaved normal and as expected after the correction of the memory area. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test confirmed a regular device manufacturing. There was no indication of a material or manufacturing problem. The information you provided has been entered into our quality system and will be used to maintain and improve our devices. Please note, this is a singular event. No similar occurrences have been reported to biotronik up to date.